Event description:
Subsequent to the initial medwatch report, the following additional information was received: the balloon was inflated once at 12 atmospheres. Negative pressure was applied several times, but the balloon deflation was incomplete despite that. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed. The reported difficult to remove could not be confirmed as it was based on case circumstances. Based on a visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that during a thrombosis treatment in an av fistula. A 5.0 x 80 mm armada 35 balloon was used; however, it was impossible to deflate the balloon. Difficulties to extract the balloon from the fistula occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.